Event description:
Dealer is stating that when the user swings away his joystick the wires are either getting stretch or pinched, and is causing the joystick not to work. No other information provided.